Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 9 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.